Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8110 barrel clamp calibration failure. Biomed just replaced the sizer assembly and still failing. Asked if he remember to install the washer between the shaft support and front case. He did not install washer. Had him install washer and will calibrate unit.